Manufacturer narrative:
The investigation concluded that the right side rail had accessible sharp edges at the broken weld of the foot right side rail latch.

Event description:
It was reported by service report that the right side rail could not latch in the raised position due to a broken weld.

Event description:
The investigation concluded that the right side rail had accessible sharp edges at the broken weld of the foot right side rail latch.

Manufacturer narrative:
Result: broken weld at foot rightt side rail latch.